Event description:
The medtronic synchromed ii is not dispensing the correct amount of medicine for my back pain for approximately the last year. Dose or amount: 2.5850 mg/day, frequency: continuous, route: it. Dates of use: 2005 - 2008. Diagnosis or reason for use: 4 herniated disks in lower back.